Event description:
Materials manager at customers facility called product surveillance on 3/4/10 to report a problem with an infusor pump. The materials manager reported the pump is set up to administer medication to patient with a terumo syringe . The set being used is baxter product (B)(4). The pump will alarm after 5cc of medication has been administered. The anesthesiologist then removes the syringe from the pump and manually administers 1cc of medication to patient. The syringe is then placed back in the pump, however the pump continues to alarm. The anesthesiologist then removes the syringe and manually administers the remaining amount of medication to complete patient's procedure. No patient injury or medical intervention has been reported. No additional information is available.

Event description:
The lay user/patient contacted lifescan alleging the meter displays error 1 message. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
(B)(4). The device has been requested for evaluation. Should the device be received and an evaluation performed, a follow-up report will be filed

Manufacturer narrative:
(B)(4). The device is not available to baxter for evaluation at this time. Due diligence has been performed to acquire the pump. If the pump becomes available, a follow-up medwatch report will be submitted.